Manufacturer narrative:
No contact lenses were returned to the manufacturer for analysis and no lot number was supplied for review. Coopervision is unable to investigate this incident further. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges she experienced symptoms of conjunctivitis; eye pain, redness, and dryness in the right (od) eye in (B)(6) 2018. The patient states she was treated with tobramycin for an eye infection in (B)(6) and two additional infections since then. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.